Manufacturer narrative:
Corrected information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: (B)(6) 2021. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned for evaluation in the original packaging. Visual inspection using magnification was performed to the returned lens. It was observed that the pushrod was not in the original position: it was advanced and was coming out of the side of the cartridge tip. The trailing loop of the iol was stuck between the cartridge and the pushrod and the leading haptic was stuck to the optic body. The iol was out of the cartridge, no split could be observed. A scratch between the optic edge and the diffractive rings was observed. The reported 'split in the middle' can be confirmed. Investigation of the returned material and the condition of the returned material do not suggest the damage was introduced during manufacturing. A product or process deficiency cannot be confirmed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: d4: serial number: (B)(6). D4: expiration date: 03-aug-2023. D4: unique identifier (UDI) number: (B)(4). H4: device manufacture date: 03-aug-2020. It was confirmed with the customer that the previously reported serial number was incorrect and that the correct serial number is (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Implant date: lens was not implanted. Explant date: lens was not implanted, therefore not explanted. Telephone number: (B)(6). Telephone number: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) split in the middle. It was reported that there was no patient contact. Another lens was used instead. The material is available for investigation. No other information was provided.